Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005, 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection approximately two months after the implant procedure. The implantable cardioverter defibrillator (ICD)'s explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.